Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. The cause of the event was unknown. The patient was treated with vancomycin (dose, frequency and route not reported) and recovered from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12l10035, h13a07032 and h13c20015 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).